Event description:
Information was received from a friend/family member regarding a patient who was receiving lioresal (baclofen) (2,000 mcg/ml at flex- 720.1 mcg / 24 hr) via an implantable pump for intractable spasticity. It was reported that there was a suspected pump alarm, and the healthcare provider (hcp) had called to have a company representative assigned to the area check the pump. It was found that the pump had a motor stall at 7:07pm on (B)(6) 2021, and recovered from that motor stall at 8:18pm that was non- emi or magnet related. No other motor stalls were recorded in the logs. No patient side effects were reported. The patient was at home watching a movie when the alarm sounded. When asked about any high powered magnets or other possible sources of emi, they denied being around anything out of the norm. The issue was reported to be resolved at the time of this report. It was communicated that the cause of the motor stall was unknown at this time, but to remain vigilant in reporting any audible alarms they heard to the managing physician. The patient's medical history included cerebral palsy. The patient's weight was asked but unknown. The patient was alive with no injury at the time of this report. (B)(6) 2021 (B)(4) (rep): document contained no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.